Event description:
During the procedure, dr. Was attempting to take images for a leg run off. The room had been rotated for performing the procedure. Upon trying to use subtraction we noticed the image on the screens would go black before showing an image and would be late to actually show images leading to missing the contrast bolus of the scan. We attempted it a couple times with the varying results. I called siemens to address the issue, they sent out an engineer to address the issue, and while we waited for him, we were instructed to restart the room. The machine seemed to work properly but quickly went back to the issue we were having. We were able to complete the case. The engineer was able to figure out the issue and has parts ordered.